Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a competitor that during an implant procedure, there was a leak in the sheath. The patient was stable and there was no known intervention. No patient complications have been reported as a result of this event.